Manufacturer narrative:
B3: date of event is unknown. One device was received for investigation. The device was visually inspected and functionally tested. The reported problem was confirmed. The cause was the damaged main board battery. However, the investigation also found that the dso seal was damaged. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
Not saving settings clock battery needs to be replaced. The investigation found that the dso seal was damaged.